Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with a patient notifier for high, out if range, rv lead impedance and increased thresholds. Two episodes of vf recorded due to oversensing noise on the rv lead. Fracture on rv lead was also noted. During isometrics testing noise was noted on the ra and rv leads. The patient stated, she had a fall and woke up on the ground and did not know how she got there. The patient has been having symptoms of nausea and shortness of breath. The rv lead was capped and replaced.